Event description:
The customer reported that following a diagnostic catheterization in 2000, a vasoseal es was deployed. Approximately two hours post deployment, the pt began experiencing pain in the area of the right femoral artery, and a hematoma was noted. Despite manual compression, the hematoma continued to expand until a femostop was applied to the site approximately four hours post deployment. The pt was taken to surgery approximately nine hours post deployment for an evacuation of the hematoma and repair of the right femoral artery. The pt required a transfusion of 2 units of packed red blood cells. The pt was stable following the surgery. No further complications were reported.